Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement. During an attempt to reposition the lead, the physician was unable to cannulate the left subclavian and a new lead was placed from the right subclavian.